Event description:
It was reported that the pt has 5 electrodes showing hi impedances on both sides. The pt is bilaterally implanted. The child has also had remarkable behaviour problems in the past year, and the family is concerned that the channels that have 'gone bad' may be having an effect on her behaviour.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.